Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013 the patient reported that the down arrow button has to be pressed multiple times to achieve a response. The patient stated that the bottom right side of the button keypad started to peel. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
Device evaluation follow-up #1 submitted 08/27/2013: the device was returned to animas and evaluated by product analysis on 07/31/2013 with the following results: no defect was found. All keys were responsive. The keypad was intact and no contamination was noted on the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.